Event description:
(B)(4). Hyperthyroidism diagnosed 1 month after placement; headaches, fatigue, bloating, painful menstrual cycle after placement; excessive bleeding after placement; rapid tooth decay causing a top set of dentures at age 28; abdominal pain throughout month; inability to eat properly due to loss of appetite and feeling full fast; anxiety, thyroid storms.